Event description:
During endoscopy, microvasive gold probe with injection was in use when gold tip broke off. Attempts to retrieve tip from stomach were unsuccessful. Two days later, while in ICU, pt had emesis in which broken pieces were part of contents. Rep was present and viewed specimen.